Event description:
An elderly male patient received a burn from the harvesting tool/forceps when it was turned off and not activated while performing the harvest and tunneling the left leg, saphenous vein. This caused a transection of the vein. Segments of the saphenous vein were able to be used as bypass grafts. The left leg incision is healing well and without signs of infection.